Event description:
It was reported that during an angioplasty in the radial artery of an av graft at the anastomosis, during the first inflation, fluoroscopy demonstrated contrast leaking from the distal tip of the balloon. The pta balloon was exchanged over the wire for another pta balloon; although, during the first inflation of the second pta balloon, guided fluoroscopy demonstrated contrast leaking from the distal tip of the pta balloon. The pta balloon was exchanged over the wire for another pta balloon that successfully inflated and opened the lesion at the anastomosis. There is no reported pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned. The investigation is unconfirmed as the device performed properly under lab conditions. Per the complaint comments, the customer observed contrast leaking from the distal tip of both catheters. However, no leaks were observed to the distal tip or to any other location of the device during the eval of the samples. Therefore, it is unk if procedural issues contributed to the event. It is unk if pt issues contributed to the event. The definitive root cause could not be determined based upon the available info. The conquest pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complication associated with the device. Info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.